Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were three occurrences where the extension tube had detached from the bd nexiva¿ closed IV catheter system.

Manufacturer narrative:
DHR review: 4 non related qns were initiated and one potentially related qn (B)(4) incorrect assembly)) were initiated during production. Disposition, root cause and corrective actions were applied per control plan. All other required challenge samples, set-up, and in process testing was performed and passed per specifications. Received a total of (B)(4) units: (B)(4) were received within sealed packages on dispensers and inside a shipper from lot number: 8235512, the other (B)(4) units consisted of extensions sets and catheter. Adapter assemblies, the remainder of the unit (needle assembly) was not returned for evaluation. Un-used units - 100% visual examination: no physical-mechanical damage was observed on any of the components of the units received. The extension tubings were properly adhered to the wall of the winged adapters the extension tubings were manually pulled in an attempt to disconnect it from the winged adapter. The tubings stayed connected and did not dislodged. Used units: the extension tubing was disconnected from the ports of the winged adapters. Traces of adhesive residue were present on the outer rim of the wing adapter ports. No traces of adhesive were observed on the extension tubings the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that there were three occurrences where the extension tube had detached from the bd nexiva¿ closed IV catheter system